Manufacturer narrative:
(B)(4). It was reported per plaintiff profile form that patient underwent mesh removal (B)(6) 2012 due to mesh exposure. It was also reported that patient underwent mesh removal and bladder sling removal x2 on (B)(6) 2013 due to pain , exposure , infection and urinary problems.

Manufacturer narrative:
It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh a removal of foreign body, and cystoscopy on (B)(6) 2011 due to vaginal foreign body, mesh erosion and urinary frequency due to failure the previously implanted mesh. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent gynecological procedure concurrently with cystoscopy on (B)(6) 2009 due to stress urinary incontinence and cystocele and a mesh was implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.(B)(4).

Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2015 by dr. (B)(4).

Manufacturer narrative:
(B)(4) exposure-labeled. Dyspareunia-labeled. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009, and a mesh was implanted. It was reported that the patient underwent exam under anesthesia, diagnostic cystourethroscopy, excision of vaginal mesh, placement of a vaginal relaxing incision on (B)(6) 2015, due to exposure, dyspareunia, recurrent uti¿s, vaginal pain associated w/palpable scarring. No additional information was provided.